Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 30-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received stating a lung placement event occurred. The device information was noted as a cortrak 2, sn: (B)(4) associated with sru, sn: (B)(4). Software: 2.4.8, files: (B)(4). It is unknown what type of nasogastric (ng) tube was used. Additional information received 09-mar-2018 stated, the patient needed to be trached due to the injury. The incident occurred on (B)(6) 2018 at 14:00. The ng tube was not blindly placed. The device display did show the tube in the upper lung quadrant. The ng tube used was a 10fr, 55". The clinician who placed the ng tube was a not a part of the dedicated team of clinicians that places ng tubes. No additional information was provided.

Manufacturer narrative:
The device history record for the reported cortrak-2 serial number: (B)(4) associated with smart receiver unit (sru) serial number: (B)(4) was reviewed and documented that the device(s) were manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 18-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number, 1210026, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. 1 cortrak unit that was returned without the original case shipper. The following components were returned with the monitor unit: smart receiver unit (sru) - lot number 1308028 and the interconnect cable. The fal started the placement evaluation by attaching the returned monitor unit, sru and interconnect cable to the lab's anatomical model, transmitting stylet and printer (for printing of the tracing result). The monitor unit was inspected for damages and breakages, there were no breakages or damages found on the blue housing. The returned sru had a crack on the blue housing. Functional testing of the unit indicated that the unit works as intended. The smart receiver unit was able to communicate with the monitor unit, interconnect cable, transmitting stylet, anatomical model and performed self-test without any failures. The led on the sru was illuminating green all the time. A simulation placement was performed. The smart receiver unit was able to provide an accurate deployment of the transmitting stylet tip during the entire placement, without any failures. After the setup of the cortrak system and the completion of the initialization, the functionality of the unit performed as intended. No failure was detected. The units did not appear to be malfunctioning when these placements were taken, instead these appear to be lung placements that would have been apparent to a trained clinician. For this reason, the root cause was incorrect use, user error. All information reasonably known as of 27-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).